Manufacturer narrative:
The following devices were also listed in this report: trident psl ha cluster 54mm; cat# 542-11-54f; lot# l510mj; delta v-40 ceramic head 36/-2,5; cat# 6570-0-436; lot# 57060302; size 7 accolade ii 132 deg; cat# 6720-0737; lot# 56144101; 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# h6836j; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Postoperative diagnosis: the patient underwent right total hip replacement (B)(6) 2016. Patient had history of right total hip with subsequent infection, then patient had stage 1 of antibiotic spacer. Patient underwent right total hip replacement with all components revision (B)(6) 2018.